Event description:
During a thoracotomy-lung resection procedure, the device was fired the 3 to 4 times. The scrub tech then seemed to have trouble loading the device. The device then only cut half way before the handle would not squeeze anymore. No pt consequences.